Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarm during basic occlusion test due to moisture damage noted in force sensor resistor. Scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked case near reservoir window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed motor error alarm. Customer's blood glucose was 7.8 mmol/l. Device was able to rewind. Customer was hospitalized for high blood glucose. Customer's blood glucose was 23 mmol/l. Customer was not wearing the device at time of hospitalization. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.